Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the implantable pulse generator (ipg) exhibited inappropriate pacing and pacing spikes were falling on the t wave. The ipg remains in use. No further patient complications have been reported as a result of this event.